Manufacturer narrative:
The case states that the customer notified mar cor of positive minncare (used to sanitize the ro water system) results in the ro water room reading. All wall boxes (point of use) and other locations were reading negative for minncare. This caused a delay in patient treatments. The source of the issue was a chemical hose not properly secured during servicing of the machine. This allowed minncare to leak into the bottom tray of the ro unit. Lack of proper airflow in the water room contributed to a false positive test strip indication (from vapor) of ro room water. Additional water sample testing showed the ro water room and all point of use locations negative for minncare. Auxiliary ro system was utilized during the investigation. Approximately 40 patients were delayed treatment for 4 hours. No patient illness or injury resulted from this incident. This complaint will continue to be maintained within mar cor purification complaint system.

Event description:
Customer notified mar cor of positive minncare (used to sanitize the ro water system) results in the ro water room reading. All wall boxes (point of use) and other locations were reading negative for minncare. This caused a delay in patient treatments.